Event description:
Event description guidant received information that this pacemaker was suspected to be depleting prematurely after a longevity calculation was performed. A download of the device memory was advised by technical services to further evaluate the device state.